Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and found the cause of the reported issue to be broken contact tabs in socket seven and three of the assembly.

Event description:
It was reported that the device therapy connector had a failure that impacted defibrillator therapy delivery. There was no pt use associated with the event.